Event description:
The customer reported that he received no delivery alarms during basal and bolus deliveries. The customer stated he believed the tubing may have become kinked. It was not possible to troubleshoot as the no delivery alarms had occurred in the past. The customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).